Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent a trial procedure. During the procedure, the doctor was unable to place the lead after several attempts due to scar tissues. As a result, the procedure was abandoned. The procedure was extended for over an hour.